Event description:
Customer called lfs on 9/3/02 alleging their surestep meter was reading inaccurately low. Medical affairs specialist has been unable to reach customer to obtain more information. Per customer care representative: customer stated their meter read 100 mg/dl, but patient was experiencing symptoms of high blood glucose. Patient had symptoms of feeling drunk, dizzy when they stood up, very thirsty and very irritable. Two hours later, patient went to the e.r. And their bg was 470 lab test. Patient was treated with insulin. During troubleshooting, company found out patient's meter was set in mmol/l.